Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump infusion set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by customer that there was leaking under the drip chamber.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported leaking under the drip chamber, and returned one used set, and one representative unopened sample, both of material 2260-0500, lot 24115352. Upon initial visual examination, the sets had no defects or abnormalities. The representative sample was tested first, and no issues were found in the set. The used set was then tested, and after infusing, the leakage in the tubing below the drip chamber was verified. The tubing was found to have a very small pinhole cut/damage about one inch below the drip chamber. The manufacturing plant could not find the root cause for the tubing damage, and it was unable to be traced to any process in particular. No actions were able to be made as the root cause is unknown. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.